Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer. The manufacturer reported:" visual, dimensional and function inspection could not be conducted as no physical complaint sample was returned for investigation. The device history record for lot 40e23g3967 was reviewed and 100% leak test was conducted. The device was manufactured according to release specification. Further investigation could not be conducted without the returned sample. Thus, this complaint could not be confirmed and the root cause was not determined." Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported that "the cuff does not remain under pressure and deflates"the issue was identified prior to use on a patient during inspection/functional testing.

Event description:
It was reported that "the cuff does not remain under pressure and deflates"the issue was identified prior to use on a patient during inspection/functional testing.

Manufacturer narrative:
Qn#(B)(4).